Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the conclusion of the procedure the documented angio-seal vcd was introduced in the usual fashion to close the right cfa (common femoral artery) arteriotomy. The angio-seal device was introduced in the usual way per IFU and the device cap was retracted back in the rear lock position. The doctor then proceeded to attempt to pull the device back for the suture line to release. The suture would not release (suture lock up). To mitigate the situation and to continue the closure the angio-seal carrier tube was cut between the sheath and device cap, device carefully retracted back to expose the suture and tamper tube and the vessel was closed. Closure was successful despite the angio-seal suture lock up. The procedural sheath was a 5fr. There were no issues getting access, (ultrasound guided). The patient was in stable condition. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.